Event description:
Patient stated she received the 09 (technical inspection alert) on her infusion device, but she did not receive the prior 8x alerts. The patient switched to her backup device. The patient did not report any physiological effects related to the issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.